Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. MRI technician reported that the patient's implant was not working. No further information was provided. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.